Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the surgeon controls were backwards when the endoscope was flipped from 30 up to 30 downs. Prior to calling in, the customer reseated the endoscope with no change. Intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors. The tse walked the customer through reseating the endoscope again along with the sterile adapter, but issue again persisted. The tse recommended restarting the system and installing new endoscope as well as port clutching arm 2. The system powered back on with error and customer installed second endoscope. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained additional information: the reported issue was resolved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and the customer reported complaint was not confirmed by failure analysis. No distorted orientation issue was observed, and no related errors were found in the logs. The endoscope had cosmetic damage, including faded or removed laser markings on the housing shell. The endoscope's button pack assembly was damaged, with a hairline crack observed on the light button. The endoscope had a defective camera instrument adapter that exhibited binding and noise during rotation. Inspection identified the endoscope adapter shaft bearing as contributing to the friction. The endoscope had cosmetic damage, including discoloration of the cable integrated connector housing. The endoscope cable integrated connector showed mechanical damage, including scratches, indentations, and missing or broken pieces at the proximal end. The endoscope was tested on an in-house system due to an electrical failure in the camera cable. The endoscope failed functional testing on a camera attenuation tester, as its output power did not meet specification limits. The endoscope failed in-house cable testing due to a wire pull break defect. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.